Event description:
It was reported that during preparation for an ablation procedure, one farawave catheter was selected for being used when the flower petals were deflected; they were sharp, not round and the plastic looked to be stretched and cracking. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of damaged splines was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during preparation for an ablation procedure one farawave catheter was selected for being used, when the flower petals were deflected, they were sharp not round and the plastic looked to be stretched and cracking. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed. It was further reported that the splines were not rounded at the tip of each flower petal, they were sharp. Plastic was white at the vertex as if the plastic had stretched.